Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was overheated. The customer¿s blood glucose level was 104 mg/dl. The customer was assisted with troubleshoot and the customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Monitored with no hot battery or hot unit anomalies noted during testing. The power management was in specification. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit received with scratched casing, minor scratches on lcd window, wrinkles on display window cover, pillowing keypad overlay, faded serial number label, peeling end cap address label, slight corrosion on force sensor assembly, moisture damage on motor home switch and moisture damage on all electronic assemblies.